Event description:
It was reported that the device was found to be in backup vvi mode while still in the box. Device had been stored in a cath lab for a prolonged period of time. Device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory. The device was tested on the bench and a parity error was found to be the cause of the reported backup vvi.